Manufacturer narrative:
Section d4: model and catalog number corrected. Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced malaise with the arrhythmia. The type of arrhythmia was ventricular fibrillation and it was noted that the patient had a history of arrhythmia prior to left ventricular assist device (lvad) implant, multiple ventricular premature complex (vpcs) leading to an ablation in (B)(6) 2018 and implantable cardioverter defibrillator (ICD) implantation in 2020. The arrhythmia was not thought to be device or therapy related and the arrhythmia resolved with defibrillation, symbit, landiolol, and oral sotalol.

Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted from (B)(6) 2024 with persistent ventricular arrhythmia requiring defibrillation and the patient was treated with an antiarrhythmic medication.